Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A distributor contacted zoll to report that a patient had a skin irritation on his back. It was reported that the irritation looked very red almost like a burn. The patient sought medical attention with his cardiologist who prescribed (B)(6) and told to remove the vest. Follow-up attempts were unsuccessful and the patient's medical outcome is unknown.